Manufacturer narrative:
Results: investigation summary: it was analyzed the batch record, maintenance record and quality notifications. Without samples or photos it was not possible determine the root cause. Complaint not confirmed. Investigation conclusion: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. Root cause description: without samples or photos it was not possible determine the root cause. DHR: without samples or photos it was not possible determine the root cause. Catalogue 990173 batch 7009867298250un. Tip breakage no complaints for the same defect in this batch. No holds on this batch. There are no occurrence/quality notification in this batch. Identified maintenance records and the following occurrences: 601252456 zm03 oper ¿ consumiveis fevereiro 2.02.2017 40025017. 601191028 zm02 montadora 09 2.0ml.01 kahle m 3m, 6m, 12m 3.02.2017 40025017. No photo, sample or retention samples available. It was analyzed the batch records, maintenance record and quality notifications. Without samples or photos it was not possible to determine the root cause. No corrective action necessary based on the severity and occurrence.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A consumer reported that the tip of a bd plastipack¿ 20 ml syringe broke during the removal, delaying the urinary catheter. There was no report of medical intervention.